Event description:
The pt reported that about 4 weeks ago, the programmer confirmed the pump battery was low. The pt stated "no one can hear the alarm". The doctor has not scheduled replacement surgery. The pt took oral medication. No pt symptoms were reported. The type of medication and dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.